Event description:
While making an IV solution within an empty pab bag, a floater was noticed in the solution. This floater appeared to be a part of the bag that had somehow gotten dislodged or broken off during manipulation. FDA safety report ID# (B)(4).